Event description:
On (B)(6) afternoon (B)(6) 2011, sales rep received a phone call from the orthopaedic theatre nurse manager at (B)(6), seeking advice as to how to best remove a modular 50mm exeter no. 1 rasp which had become lodged in a pt's proximal femur during femoral broaching. The locking tab on the broach had broken off during use by mr (B)(6) the surgeon confirmed that he would be able to clear some bone and soft tissue above the rasp. This allowed the edge of a bristow elevator to be inserted to engage the most proximal cutting teeth of the rasp. The rasp was carefully tapped back out and the hip replacement completed with another rasp. Another 50mm exeter no.1 rasp was used to complete that phase of the hip replacement. This was upsized to a 50mm no.2 rasp. After trailing and assessment of leg length and stability- an exeter 50mm no.2 stem was implanted without further incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.